Event description:
Reported via patient call center it was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx pro closure device was implanted on (B)(6) 2025. A day or two after the procedure, the patient had blood around the heart. The patient had echocardiograms weekly for 4-5 weeks. During one of the echocardiograms, it was discovered that the patient had a second laa. It was also determined that the patient has amyloidosis. The physician did not want to perform a second implant procedure due to the patient having amyloidosis. No further information was provided at the time of this report.